Event description:
It was reported that during a ureteral stenting treatment procedure, a guide wire tip detachment occurred. A ureteral stent was successfully deployed. During withdrawal of the amplatz guide wire the tip of the device frayed off. The detached tip was snared. However, because there was so much manipulation within the ureteral stent the stent was removed from the patient's anatomy. The procedure was completed by rewiring with another amplatz guide wire and deployment of another ureteral stent. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed a kink at 100 cm from the proximal section, the coating is slightly scrapped, peeled along the entire body. The coiling is severely unraveled and elongated at distal end. Additionally presents a fracture approximately at 144.6 cm from the proximal section. The guide wire is within outer diameter specifications. The device appears to have been pushed/pulled against resistance. Sem analysis revealed the fracture occurred due to tension overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a ureteral stenting treatment procedure a guide wire tip detachment occurred. A ureteral stent was successfully deployed. During withdrawal of the amplatz guide wire the tip of the device frayed off. The detached tip was snared. However, because there was so much manipulation within the ureteral stent the stent was removed from the patient's anatomy. The procedure was completed by rewiring with another amplatz guide wire and deployment of another ureteral stent. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).